Event description:
I have been a customer of medtronic minimed for over 20 years, starting with a paradigm insulin pump. Approx two yrs ago, I received a call from medtronic stating the paradigm is no longer a warranty item and I had to switch to the new 670g. Since I have had the 670g, I have had repeated issues with the insulin flow block alarm. The pump will not deliver insulin which has caused my blood glucose to be elevated. Due to the insulin flow block alarm and not received insulin. I have had readings over 600. The insulin flow block alarm will sound at night while I am sleeping, during the day at work, at night watching tv, when I am priming my pump, when the pump is disconnected while I am in the shower, there is not a set pattern to the insulin flow block alarm. I have contacted medtronic regarding this issue. I have made changes to my injection site, tubing, reservoirs, and the type of insulin I use. Medtronic has sent three different pumps (I have had four total now). The issue is on-going I never had any of these issues with the paradigm. FDA safety report ID# (B)(4).